Manufacturer narrative:
Multiple products used in the event. Include: product ID: 3393314, lot number: pj07, quantity: 1; the 3393312, pm19, 1; 8969221, unknown, 1; 9874035, unknown, 1; 98716250, unknown, 1; 75446530, unknown, 1; 7540020, unknown, 1; 8690060, unknown, 1. It is unknown which product caused the event. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient was preoperatively diagnosed with degenerative disc disease, lumbar spine, greatest at l4-l5,l5-s1. Status post laminectomy, discectomy x2 or 3. Debilitating back and left leg pain. New herniation left l4-l5 and underwent following procedures: anterior lumbar interbody fusion l4-l5, l5-s1 with anterior fixation of both l4-l5 and l5-s1 using plate and 4-hole plate. As per op-notes¿ surgeon trialed the various sizes, 14 mm cage was chosen with bmp and osteograft matrix placed centrally and also bmp laterally with bone graft laterally as well as bone graft placed anteriorly where it was countersunk slightly, surgeon used the12 mm cage with 'bmp and bone graft identically to the superior level. Surgeon next applied a plate at the l4-l5 level which we could sneak in below the bifurcation and a 4-hole plate the l5-s1 level. Surgeon used platelet-pqqr product overlying the plates.¿ the patient was preoperatively diagnosed with status post anterior lumbar interbody fusion l4-s1. Degenerative disk disease l4-l5, l5-s1. Status post previous laminectomy and discectomy x2 or 3 at l4-l5, l5-s1. Debilitating back and left greater than right leg pain and underwent following procedures: l4-l5 and l5-s1 posterior spinal instrumented fusion using a right sided pedicle screw instrumentation, bone morphogenic protein and a combination of local autograft/allograft. Left l4-l5 and l5-s1 hemilaminectomy and exploration of the disc space. As per op-notes¿ on the right side we created intralaminar fusion and interfacet fusion on the right side posteriorly using combination of a small kit of bmp and bone graft¿. On (B)(6) 2010: the patient was preoperatively diagnosed with degenerative disc disease, lumbar spine. Status post previous l4-sl laminectomy and fusion. Residual bilateral lower extremity pain and back pain. Painful hardware. Mild adjacent level stenosis l3-4 and underwent following procedures: removal of hardware and exploration of fusion l4 to s1 including augmentation of fusion with osteograft demineralized bone matrix. Bilateral l3 and l4 hemilaminectomy and foraminotomy revision. As per op-notes¿ surgeon exposed all of the screws at each level, removed each of the screw heads, rod and pedicle screws at each level, explored the fusion mass appeared to be intact except for some incomplete healing across the l4-l5 level posteriorly.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.